Event description:
Customer reports being unable to test her blood glucose while having low blood glucose symptoms due to a device error on the compact plus system. Customer's spouse treated her with mountain dew and graham crackers. Low blood glucose symptoms improved, and customer tested 100 mg/dl one hour later on a competitor's device. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored on the first firing. The surgeon peeled the clip off of the artery, there was no tissue damage. The same device was used to complete the procedure. There was no adverse consequence to the patient reported.